Event description:
On b)(6) 2012, pt reported she was diagnosed with ketoacidosis. Pt stated she went to the emergency room because she thought she had the flu. Pt reported she was weak and had a hard time breathing. Pt stated that took her blood glucose levels and they were in the 500's mg/dl. Pt's normal blood glucose range is 100-120 mg/dl. Pt reported she was in the hospital for 3 days where they treated her with insulin injections. Pt stated there were no error messages and no leaks in the system. Pt is using the correct basal rate profile. Pt reported prior to being released from the hospital they put her back on the infusion device and her blood glucose levels went back up again. Pt stated the hospital took her off of the infusion device and told her to go on insulin injections for her insulin therapy. Attempts to follow up with the pt were unsuccessful. Pt does not have a backup infusion device. Pt reported she believes it was the infusion device that was causing the dka issues. Product was replaced and requested return of the alleged infusion device for evaluation.